Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was provided for investigation. An external visual inspection was performed and passed. Receiver charge and boot test were performed and passed. Functional test were performed and passed. An internal visual inspection was performed and passed. Performance data was reviewed. An unexpected receiver shutdown issue was not found within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no data within the investigation window. Performance data was reviewed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention

Manufacturer narrative:
(B)(4).